Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and pelvic pain ("pelvic pain female / chronic pelvic pain"). The patient was treated with surgery (essure removal). The reporter considered device dislocation and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criterion intervention required) and pelvic pain ("pelvic pain female/chronic pelvic pain"). The patient was treated with surgery (essure removal). The reporter considered device dislocation and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Migration [device migration]. Pelvic pain female / chronic pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device dislocation (seriousness criterion intervention required) and pelvic pain ("pelvic pain female / chronic pelvic pain"). The patient was treated with surgery (exploratory laparotomy celiotomy, colectomy and laparoscopy appendectomy). The reporter considered device dislocation and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: left tube and essure right tube and essure findings: the essure on both sides were noted at the end of the proximal fallopian tubes. Normal ovaries bilaterally. Uterus was surgically absent. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: medical record received. Pathology test added. Additional reporter updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.